Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, coronary spasm occurred. In (B)(6) 2012, the subject presented with unstable angina and myocardial infarction. Cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the mid right coronary artery with 90 % stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 16 mm promus element plus drug eluting stent with 0% residual stenosis. During the index procedure, following the placement of a 3.00 mm x 16.00 mm promus element plus drug eluting stent, the subject experienced coronary spasm which was treated with intracoronary nitroglycerine. On the next day, the subject was discharged on aspirin and clopidogrel.